Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a health care professional (physician's assistant). This case concerns an adult male patient of unspecified age who had pain and swelling in the knee and whose knee was aspirated after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2014 (3-4 weeks ago), the patient received treatment with synvisc one injection at a dose of 6 ml, once (route, batch/lot number and expiration date: not provided) in unknown knee for osteoarthritis. On unknown dates, the patient developed pain and swelling in the knee. On an unspecified date, the patient underwent arthrocentesis and unknown amount of joint fluid was aspirated from the knee. It was reported that the synovial fluid cultures were negative. Corrective treatment: corticosteroids (steroid) for all the events. Outcome unknown for all the events. Seriousness criteria: intervention required for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(6). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(6) 2014. The ptc investigation results were added.